Event description:
It was reported that the patient was complaining of knee pain. Doctor began to investigate surgery and during the surgery, it was determined that the tibial tray component was loose. Patient was revised.